Manufacturer narrative:
Correction: b5 - updated description.

Event description:
Update: this complaint was confirmed to be a duplicate. All pertinent information will be included in aesculap ag reference no. (B)(4), (9610612-2025-00083).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with bc275r - tc metzenbaum scissors del cvd 200mm. According to the complaint description, during the postoperative radiological check performed in the operating room, a fragment of unidentified nature was detected far from the incision area. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference no. (B)(4).